Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4) implanted: (B)(6) 2004, explanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer and healthcare professional hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. Per the hcp, the patient's device system was removed on (B)(6)2010 due to meningitis. The patient was last seen by the office in (B)(6) 2010. Per the patient, following a routine pump replacement surgery she had an infection so they took something else out and then the actual pump was taken out on a different surgery date. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.